Event description:
The consumer was using the rollator at the nursing home when the metal leg allegedly snapped half way up the leg, causing the consumer to fall and cut his head, requiring 8 stitches. Serious injury is alleged.

Manufacturer narrative:
Device is a distributed product. MFR has been notified of alleged incident.